Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for an unspecified number of samples from one patient tested for the elecsys ca 19-9 immunoassay (ca 19-9) on a cobas e 411 immunoassay analyzer (e411). The patient suffers from metastatic colon cancer and is being treated with chemotherapy. The initial results from the samples were approximately 2 u/ml. However, the patient's cea value and a clinical examination of the patient did not correspond to the low ca 19-9 values. Based on this, the customer decided to dilute the samples at a 1:2, 1:10, and 1:100 dilution. Results of >2000 u/ml were reported outside of the laboratory to the physician for these samples based on measurements obtained with the dilution of the samples. One sample was sent to another laboratory for testing with a different method and the result was less than the measuring range of the assay. The customer provided specific data for three samples from this same patient. The first sample initially resulted as 2.27 u/ml on (B)(6) 2017. The sample was automatically diluted 1:100 on the analyzer, resulting with a final value of 123.6 u/ml on (B)(6) 2017. The sample was manually diluted 1:1000, resulting with a final value of 1885 u/ml on (B)(6) 2017. The second sample initially resulted as 2.47 u/ml on (B)(6) 2017. The sample was automatically diluted 1:10 on the analyzer, resulting with a final value of 21.62 u/ml on (B)(6) 2017. The sample was automatically diluted 1:100 on the analyzer, resulting with a final value of 166 u/ml on (B)(6) 2017. The sample was manually diluted 1:1000, resulting with a final value of 2070 u/ml on (B)(6) 2017. The sample was sent to another laboratory for testing on an advia centaur analyzer and tested both with and without a 1:100 dilution, each time resulting with a value below the measuring range of the assay. The third sample initially resulted as 2.58 u/ml on (B)(6) 2017. The sample was automatically diluted 1:100 on the analyzer, resulting with a final value of 196.8 u/ml on (B)(6) 2017. The sample was manually diluted 1:1000, resulting with a final value of 1950 u/ml on (B)(6) 2017. No adverse events were alleged to have occurred with the patient. The e411 analyzer serial number was asked for, but not provided. A calibration performed on (B)(6) 2017 and quality controls performed on (B)(6) 2017 were within specifications.

Manufacturer narrative:
A sample from the patient was provided for investigations. The ca 19-9 result obtained by the customer could be duplicated. There was no evidence of a high dose hook effect in the sample. The roche ca 19-9 result obtained by the customer is considered the true value. Product labeling indicates that 3 - 7 % of the population does not express the ca 19-9 antigen.